Manufacturer narrative:
(B)(4). Evaluation summary:visual and functional inspections were performed on the returned device. A balloon rupture was not confirmed; however, a leak was noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific quality issue. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, right posterior tibia artery, the 4x200 mm armada 14 balloon dilatation catheter (bdc) was used for pre-dilatation for one inflation at 8 atmosphere (atm), but ruptured. The device was removed without issue and another 4x200 mm armada 14 balloon was attempted to be inflated once at 8 atm, but also ruptured. The device was removed and a 4x120 mm armada 14 was successfully used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.